Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the cartridge was half fired and the pusher knob would not move. The surgeon had to pull the pusher knob to disengage the device from the tissue. There was no patient injury.